Event description:
Note: this report pertains to a spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2021. Prior to the procedure, no image appears on the screen upon plugging the spyscope ds ii catheter into the controller and the light on the front panel button of the controller will not illuminate. The controller was rebooted and plugged the spyscope ds ii catheter; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.